Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. After, five months and twenty five days of deployment, a computed tomography (CT) pulmonary arteriogram were revealed that there was no pulmonary embolus or other acute cardiopulmonary abnormality. Approximately after five months, the patient presented to the hospital as hypertensive with some abdominal discomfort, nausea, and diaphoresis. A computed tomography (CT) chest was revealed segmental and sub-segmental pulmonary emboli bilaterally. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Additionally, it can be confirmed that the patient experienced pulmonary embolism (pe) post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 05/2014).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with left popliteal vein deep vein thrombosis and pulmonary embolism. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient was diagnosed with pulmonary embolism post implant; however, the current status of the patient is unknown.